Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a repositioning procedure took place due to this right atrial lead dislodgement. The right atrial was not repositioned, thus a new lead was used. The lead will not be returned. No adverse patient effects were reported following the procedure.